Event description:
A customer contacted baxter's technical service center reporting an alarm and the home patient (hp) disconnected the solution bag during setup on the home choice (hc). The technical service representative (tsr) explained the prompt and also stated the setup was compromised. The tsr advised to start over with new supplies and assisted the hp through the setup procedure with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - failed to follow therapy steps issue. Complaint is confirmed because it was reported that patient disconnected solution bag during setup. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). . There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.